Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
System lock up while the z6ms was connected. The investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to correct the date of event (see section b3), provide additional event information (see section b5), update the device available for evaluation (see section d10), provide additional initial reporter information (see section e1), correct the date received by manufacturer (see section g4), update device evaluated by manufacturer (see section h3), provide the event problem and evaluation codes (see section h6), and provide additional manufacturer narrative. The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Event description:
Additional information was received and it was reported that during a transesophageal echocardiography (tee) study, the transducer displayed a us acquisition hw_40_0 error message. Another transducer was used to complete the study. The study was not repeated since there was no loss of data. There was no patient or user injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the follow-up type (see h2), update the event problem and evaluation codes (see h6), and update the investigation results. Investigation: the complaint of the z6ms acquisition error was investigated. The transducer was returned, and testing was performed. However, the reported issue could not be reproduced. The investigation results were inconclusive, and a root cause for the issue could not be identified.